Event description:
Report received of an unrequested bolus delivery. The pump was returned to the biomedical dept with an unsigned note that stated "pumps spontaneously." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.